Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in the survey for ilet experience study experienced hypoglycemia while using the ilet, with the lowest blood glucose of 40 mg/dl and duration estimated at about 30 to 60 minutes; the device provided a low glucose alert, and the user self-corrected the event with a glucagon injection without external assistance. Investigation of this case revealed the cause of the hypoglycemia was unclear, with contributing context of recent illness and reduced ability to ingest carbohydrates. Symptoms included shakiness, sweating, and lethargy. Outcomes included temporary functional limitation without hospitalization or medical intervention. It was concluded that no device malfunction was identified and the event was attributed to hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.